Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and material separation were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and material separation as neither reported issues were confirmed during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 - region state updated from 'na' to 'ga'.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion with mild calcification and mild tortuosity in the left anterior descending (lad) coronary artery. During advancement of the xience sierra stent delivery system (sds) through the guiding catheter, there was resistance and the proximal shaft separated in two pieces. The distal shaft remained in the guiding catheter; therefore, the complete sds was removed from the patient anatomy. A new sds was advanced through the guiding catheter with no issue and the procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.